Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the 4.5 mm cannulated screw partially threaded/ 54 mm (part # 214.554, lot # unknown) was received at us cq with the threading of the screw separated from the shaft of the screw. The screw thread was received unraveled. An x-ray was also received at us cq that showed that there was a piece of the unraveled screw thread still embedded in the patient. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the head diameter measured and is within specification based on relevant drawing. Length measured 38.75 mm therefore approximately 17.25 mm of the screw sheared off. Document/specification review: the relevant drawing(s) was reviewed; a DHR review as well as a material review could not be performed as the lot number is unknown. Conclusion: the complaint condition is confirmed as the 4.5 mm cannulated screw partially threaded/ 54 mm (part # 214.554, lot # unknown) was received with the screw broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, during a left elbow procedure the threaded guide wire broke off and the partially threaded screw sheared off. The head of the unknown fully threaded screw broke off. Pieces was left in the patient. There was a thirty to forty minutes delayed in the procedure and was completed successfully. Patient status was stable. There was no plan for another surgery to get the pieces out of the patient . This report is one (1) 4.5mm cannulated screw partially threaded/54mm this complaint involves three (3) devices. This report is 2 of 3 for pc-(B)(4).